Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed and the device was not detected on the bus. The drawer was open, but the cubies were not accessible. The customer rebooted the system twice and attempted recovery; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy or another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.1 and 4.2 was not detected on bus. A field service engineer found lights were active on rear pyxis drawer controller, powered off and reseated row cables at rear drawer controller module to resolve the issue. The drawers were tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.